Event description:
It was reported the customer was experiencing high blood glucose when they changed their site location. Customer stated their blood glucose was 406 mg/dl. The customer had treated for their high blood glucose and did not report any symptoms of high blood glucose. Troubleshooting found insulin was able to exit during a manual prime. It was also found the customer had a no delivery alarm during the fill tubing process. Customer was able to resolve their no delivery alarm by repeating the prime process. The customer did not want to return their products for analysis. Customer was advised their insulin pump was functioning as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.